Event description:
Breakage of the lumbar catheter, when trying to reposition it. The pt needs a 2nd surgical intervention to retrieve the catheter piece. This complaint has been reported to the ministry of health by the hosp. The involved catheter was not returned to nmt. No complications were reported.